Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not staying calibrated. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that they had calibrated it, but it was out of calibration again. The rse provided the customer with the part information for the touchscreen to order a replacement. This investigation is ongoing.